Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, at follow-up, several messages were displayed to the user: aida not programmed; memory corrupt, operation aborted; aida programming failed. Aida (follow-up data stored in device memory) was not available. An explanation is requested.